Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the saw blade broke at the first surgery. It was a clean breakage; no fragments came off the received two pieces. This report is on the saw blade. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and was not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The returned saw blade was analyzed as part of the manufacturing evaluation for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. The product development team determined due to similar complaints regarding this product the design of the saw blades would be improved, to avoid such an occurrence in the future. The new design is currently in test phase and will be released as soon as all tests are passed.